Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-dec-07. Beginning last week their stimulation feels like it is surging. They have adaptive stimulation (as) activated. They tried to decrease the amplitude for each position and hold the position but it is not holding. They cannot have the stimulation on because it is not comfortable how it is. The patient has an appointment scheduled with their healthcare professional (hcp) on (B)(6)2017 at (B)(6) so they would like a manufacture representative (rep) present so an email was sent to the local rep. The rep replied on (B)(6)2017 indicating that they scheduled an appointment with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issues was not determined. The patient shut the implant off for a week, and then turned the device back on. The patient stated it wasn't surging as much, but they still had trouble with holding settings. As of (B)(6), the patient has not noticed any problems after meeting with a manufacturer's representative (rep) for an adjustment. The patient stated they would be increasing activities and changing settings for holiday activities. The patient stated they will get a better idea of holding settings. The patient stated they routinely adjust settings based on weekly activity. The patient stated the issue was resolved. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that when the patient decreased the intensity of the stimulation, the settings didn't hold. When the patient would change programs, the ins was switching back to a higher intensity. The patient wanted to know how they could keep the stimulation at the reduced intensity. No symptoms or complications were reported.